Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with placement of a 3.0 x 18 mm absorb bioresorbable vascular scaffold (bvs) in the proximal left anterior descending (lad) artery. On (B)(6) 2016, the patient experienced an episode of unstable angina and worsening shortness of breath. Electrocardiogram (ECG) noted some changes in the septal leads; however, troponin t was not elevated. Optical coherence tomography (oct) guided percutaneous coronary intervention was performed and restenosis was noted in the lad. An additional stent was implanted and the event resolved on (B)(6) 2016. On (B)(6) 2017, the patient underwent coronary angiography and critical disease was noted in the proximal lad and extensive restenosis. The absorb scaffold was noted to be patent. Percutaneous coronary intervention was performed, with implantation of three drug eluting stents - one stent to treat a distal edge dissection, one stent to cover a very exposed atherogenic neo-intimal plaque, and one stent to treat a de novo lesion at the ostium of the lad. The patient was discharged on (B)(6) 2017. There was no additional information provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial report, additional information received. The 3.0 x 18 mm absorb bioresorbable vascular scaffold (bvs) was implanted in the intermediate artery and not in the left anterior descending (lad) artery, as was previously reported. There was no restenosis in the intermediate artery, where the absorb bvs was implanted. No intervention was performed. As there was no adverse event or device malfunction regarding the absorb bvs, this event would not be MDR reportable.

Event description:
Subsequent to the initial report, additional information was received: the 3.0 x 18 mm absorb bvs was implanted in the intermediate coronary artery and not in the left anterior descending (lad) artery, as was previously reported. Two non-abbott stents were implanted in the lad artery during the index procedure. In-stent restenosis was noted in the lad; however, no restenosis was noted in the intermediate artery, where the absorb bvs was implanted. No intervention was performed. As no restenosis was noted within the implanted absorb bvs and there was no reported device malfunction, this event would not be MDR reportable. No additional information was provided.